Event description:
Info received indicates the caster will swivel when in brake.

Manufacturer narrative:
The technician found the locking teeth on the caster worn. The technician replaced the steer caster to repair the bed.